Event description:
It was reported that during a stenting treatment procedure, the stent became dislodged. The highly stenosed target lesion was located in the calcified renal artery. Pre-dilatation was not performed. Resistance was noted while advancing the 5.0x19x90cm express sd biliary stent system to the lesion and the stent dislodged at the ostium of the renal artery. An unknown snaring device was utilized to remove the stent from the patient. The lesion was then pre-dilated and the procedure was completed after successful implantation of another 5.0x19x90cm express sd biliary stent. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).